Event description:
(B)(6) reported a revision surgery was performed to remove a piece of the lactosorb tap that broke and remained in the patient.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.